Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the injection site was expanded. The reported condition was verified. The cause of the condition was determined to be a use error of using a 21 gauge needle with the device. The device¿s labeling provides instructions on how to access the injection site with a 22 gauge (or smaller bore) needle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of a solution set "was expanded" this occurred when injecting the site with saline solution using a 21 gauge needle during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.